Manufacturer narrative:
The technician found a bad cable in the intellidrive handle and replaced the handle to repair the bed.

Event description:
Alleged the intellidrive unit will continue to run after the handles are released.